Event description:
In 2002 a physician informed co's lifescan representative that a customer become hypoglycemic several times. Co's customer dosed their insulin based on the result of their one touch ultra meter. Customer felt sweaty and felt like they had hypoglycemia. During these events co's customer could always treat themselves with soft drink and afterwards they felt better. The physician however did not provide information regarding when the patient tested their blood and when they took their insulin in relation to the time of the hypoglycemic symptoms. The physician reported blood glucose results of 10.4 mmol/l with a lifescan meter and 4.2 mmol/l on a laboratory device, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl thereby indicating a potential malfunction of the meter in terms of accuracy.